Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other clip delivery system is filed under a separate medwatch manufacturer report reference number.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds 80726u263) was advanced to the mitral valve, and the clip was deployed. The second cds (80726u188) was advanced to the mitral valve; however, the second clip got caught with the first the clip. The first clip then detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The second clip was used to stabilize the first clip and further reduce mr to 2. It was noted that there was difficulty visualizing the clips during the procedure due to the image quality. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported device damaged by another device resulting in single leaflet device attachment (slda) appears to be due to user technique/procedural circumstances. Reportedly, poor image resolution was due to user technique in conjunction with the patients flail and restricted posterior mitral valve leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.